Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end with ccd module. In addition, we confirmed that the led cover glass cracked; however, it is not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).